Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that a PICC (which was inserted on (B)(6) 2019) was noted to be leaking fluid from a split, after the patient returned from the bathroom. The patient was receiving d1 treatment in haematology/oncology day centre on (B)(6) 2019 when the leak occurred. Patient was receiving trastuzumab when it was noted by nursing staff. Nursing staff clamped the PICC above the split, applied occlusive dressing. There was no reported patient injury or medical intervention.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed since the problem was not observed on the returned sample. One 4 fr powerpicc solo catheter was returned for investigation. Evidence of use was present throughout the device. The catheter contained multiple kinks at the proximal end and 1 cm depth marker. Microscopic observation of the kink location did not reveal any splits or catheter damage. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion. The distal end of the catheter was clamped, and the sample was pressurized. No leaks were observed. Since no leaks or fractures were observed on the catheter, the complaint is unconfirmed. The reported lot number was found to be inconsistent with the reported product number; however, the product number did correspond with the returned physical sample. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that a PICC (which was inserted on (B)(6)2019 ) was noted to be leaking fluid from a split, after the patient returned from the bathroom. The patient was receiving brand name treatment in haematology/oncology day centre on 21.8.19 when the leak occurred. Patient was receiving trastuzumab when it was noted by nursing staff. Nursing staff clamped the PICC above the split, applied occlusive dressing. There was no reported patient injury or medical intervention.